Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the onlay implant, the patient experienced nerves perforating through muscle, recurrence, tenderness, pain, neuralgia, neuroma, nerve damage, painful scar, and postherniorrhaphy pain syndrome. Post-operative patient treatment included revision surgery, removal of mesh, nerve block, injection of painful scar neuroma, left inguinal hernia repair, left ilioinguinal and iliohypogastric nerve resection, and injections.